Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the health care provider (hcp) noticed fluid draining / possible infection from the patient's right implantable neurostimulator (ins) battery site so the patient's left ins was replaced, while the right implantable ins battery and extension were removed; the extension was cut right below the connector block. The rep confirmed that the right side lead is still implanted and there are plans to implant a new right ins and extension once the right side infection is healed. Both the ins pocket and extension incision were swabbed and sent to the lab, but the results were not provided. Please see report number 3004209178-2016-22410.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.